Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the srub tech was loading the device during a procedure, the needle broke. They opened a new device to complete the procedure. The event happened during the procedure but the product was not used to the patient. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one device. A visual inspection of the returned photo noted the needle was broken. Post market vigilance (pmv) led an evaluation of one device. A visual inspection of the returned product noted a broken needle was broken at the loading slot. The needle was inspected under a microscope and cone marks were observed on the intact end of the needle. More than seven inches of suture was still attached to the needle. Functional evaluation could not be performed as the needle was broken. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.